Manufacturer narrative:
Correction- e1 updated to indicate correct site name and city. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wires insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged as well as the wire. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding a broken conductor wire was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had broken black conductor wire. There was no report of patient involvement.